Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.

Manufacturer narrative:
An event regarding a seating issue involving a triathlon insert was reported. The event was not confirmed. Device history review: DHR review for the reported lot was satisfactory. Complaint history review: chr review for the reported lot confirmed that there are no other similar events reported. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return and operative notes are needed to complete the investigation for determining a root cause.

Event description:
Surgeon stated initial poly cr insert lot lbx828 did not seat properly. Then, the surgeon tried to impact cr insert lot lcy648 and surgeon again stated implant didn't seat properly. The third insert cs lot ldq201 was impacted. Surgeon stated that he felt comfortable with this insert but was curious why the first and second insert didn't seat. On (B)(6) 2014: the sales rep indicated that the third poly insert did not seat fully either but the doctor felt it was secure enough to leave implanted.

Event description:
Surgeon stated initial poly cr insert lot lbx828 did not seat properly. Then, the surgeon tried to impact cr insert lot lcy648 and surgeon again stated implant didn't seat properly. The third insert cs lot ldq201 was impacted. Surgeon stated that he felt comfortable with this insert but was curious why the first and second insert didn't seat. (B)(4) 2014: the sales rep indicated that the third poly insert did not seat fully either but the doctor felt it was secure enough to leave implanted.